Event description:
Patient was revised. Reason for revision is unknown; however, observation of the product suggests that it was likely due to wear.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Review of the device history records did not reveal any manufacturing anomalies or deviations. The investigation could not identify any one root cause of the polyethylene wear, as preferential loading of the femoral component, length of time implanted (unknown), patient large physical stature, and method of sterilization could be all contributing factors. Based on the info investigation, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.